Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve procedure, while stapling the stomach, even though the green button was pressed, the handle could not be squeezed. The device was not able to be fired. A replacement was used to complete the case. There was no patient injury.